Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. On approximately (B)(6) 2025 , the patient was unconscious for 12 hours on the kitchen floor. The patient reported that the insulin pump and the cgm device were not connecting. She became aware of the signal loss after she woke up in the hospital and regained consciousness. The patient did not remember any intervention or details other than being taken to the hospital. At the time of the report on (B)(6) 2025 , the patient was still at the hospital and being monitored. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.